Manufacturer narrative:
Additional information: information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 4 : s/n (B)(4). Device evaluation: analysis was completed for the power conversion enclosure. The reported complaint was confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. It was determined that there was an electrical failure with the power conversion enclosure. The power conversion enclosure was faulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the image acquisition system (ias) would not boot and the batteries showed as dead. The rep replaced all batteries, replaced the power converter, and updated the power converter firmware. The imaging system then passed the system checkout and was found to be fully functional. The power converter was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was unable to boot up/power on in a clinical case. The site was receiving a red battery indicating the batteries may not have been charging. There was no delay to the case due to this issue, and there was no impact on patient outcome.